Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods in 2009, appendicectomy in 1996, loss of energy, headache, low back pain, uterine cyst, right lower quadrant pain, flank pain, leg pain and amenorrhea. Current weight 165 lbs (B)(6) 2015- surgical pathology final report diagnosis: myometrium and serosa: benign adenomyosis. Bilateral fallopian tubes with essure devices. Previously administered products included for contraception: yasmin; for an unreported indication: acetaminophen. Past adverse reactions to the above products included headache with yasmin. Concurrent conditions included overweight, uterine bleeding and gardnerella vaginalis test positive. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and metronidazole benzoate (flagyl). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems"), migraine ("migraines / headaches"), adenomyosis ("adenomyosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), anaemia ("anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, cystoscopy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage and abdominal pain had resolved and the alopecia, hormone level abnormal, female sexual dysfunction, mental disorder, migraine, adenomyosis, dysmenorrhoea, fatigue, weight increased, anaemia and dyspareunia had not resolved. The reporter considered abdominal pain, adenomyosis, alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, mental disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- 2014, (B)(6) 2013. Insertion details- left- 2 coils and right- 3 coils were seen. Current weight 165 lbs. Patient received treatment for events - pelvic pain, abdominal pain, dysmenorrhea , apareunia, dyspareunia, fatigue, migraine, hormonal changes, hair loss, weight gain, anemia, adenomyosis diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion total bilateral occlusion; other (please describe) - 1st hsg attempt was unsuccessful as per mr- impression: catheter unable to be advanced into the uterine cavity. Repeat examination could be performed after cervical dilatation preferably after removal of iud which may be another factor for inability of the catheter to be advanced into the uterus; on (B)(6) 2014: satisfactory post essure study. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, fatigue, weight gain, adenomyosis, hormone level abnormal, vaginal bleeding. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs+mr received- new events anemia, bleeding ,abdominal pain were added. Outcome of events pain, bleeding were updated to recovered. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods in 2009, appendicectomy in 1996, loss of energy, headache, low back pain, uterine cyst, right lower quadrant pain, flank pain, leg pain and amenorrhea. Current weight (B)(6). (B)(6) 2015- surgical pathology final report diagnosis: myometrium and serosa: benign adenomyosis. Bilateral fallopian tubes with essure devices. Previously administered products included for contraception: yasmin; for an unreported indication: acetaminophen. Past adverse reactions to the above products included headache with yasmin. Concurrent conditions included overweight, uterine bleeding and gardnerella vaginalis test positive. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and metronidazole benzoate (flagyl). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems"), migraine ("migraines / headaches"), adenomyosis ("adenomyosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, cystoscopy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, alopecia, hormone level abnormal, female sexual dysfunction, mental disorder, migraine, adenomyosis, dysmenorrhoea, dyspareunia, fatigue and weight increased had not resolved. The reporter considered adenomyosis, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, mental disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- 2014, (B)(6) 2013. Insertion details- left- 2 coils and right- 3 coils were seen. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion total bilateral occlusion; other (please describe) - 1st hsg attempt was unsuccessful as per mr- impression: catheter unable to be advanced into the uterine cavity. Repeat examination could be performed after cervical dilatation preferably after removal of iud which may be another factor for inability of the catheter to be advanced into the uterus; on (B)(6) 2014: satisfactory post essure study. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, fatigue, weight gain, adenomyosis, hormone level abnormal, vaginal bleeding most recent follow-up information incorporated above includes: on 29-aug-2019: pfs+mr received- event injury updated to pelvic pain.new events abnormal bleeding (vaginal), hormonal changes, abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems, migraines / headaches, adenomyosis, dysmenorrhea (cramping); dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss were added. New reporters, patient information, medical history, lab data, concomitant and historical drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.